Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number.

Event description:
As reported by the legal team, the patient underwent placement of the trapease or optease vena cava filter. Fourteen years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least five struts were significantly perforating the ivc. As a direct and proximate result of the malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease or optease vena cava filter. Fourteen years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least five struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of the malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d6, e4, g3, g4, g7, h1, h2 and h6. Occupation: other, litigation paralegal. Event: additional information received per the medical records indicate that six weeks prior to the index procedure, the patient was an incident at work. Subsequently, the patient experienced upper extremity pain and swelling, an extensive thrombosis involving his right jugular, right subclavian, axillary and brachial, basilic and cephalic veins. Immediately prior to the index procedure. The patient presented with leg pain and anterior chest pain that was worse with deep breathing. The patient was diagnosed with deep vein thrombophlebitis of the superficial femoral vein in the left leg. One month after the index procedure the patient was treated for a second episode of thrombophlebitis. The records note that the patient requires a large amount of anticoagulation drug daily to maintain his anticoagulated state; however, it is not clear that the patient has had a complete workup for this condition. The results of an abdominal x-ray series done approximately twelve years and four months after the index procedure indicate that the filter is at the l2-l3 level. No tilt or strut fracture/deformity was seen. The report states that the x-ray does not allow for an evaluation of inferior vena cava thrombus nor filter component penetration.   Additional information received per the patient profile form (ppf) states that approximately thirteen years and three months after the index procedure, the patient became aware of the following events: tilting of the filter, perforation of the filter struts outside of the inferior vena cava, blood clots, clotting, occlusion of the inferior vena cava, anxiety and fear. The form states that the device is unable to be retrieved; however, it also states that there have been no attempts to remove the device. It was reported that a patient underwent placement of a trapease or an optease vena cava filter. The information provided indicated that the filter had tilted and perforated the inferior vena cava and the patient has experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc) in addition to anxiety. The information also indicated that the device cannot be retrieved, however, there have been no documented attempts to retrieve the filter. The medical records indicated that six weeks prior to the index procedure, the patient injured the right shoulder while trying to move a dumpster at work. Subsequently, the patient experienced upper extremity pain and swelling. An ultrasound showed extensive thrombosis involving the right jugular, right subclavian, axillary, brachial, basilic and cephalic veins. X-rays of the right shoulder showed no evidence of fracture, dislocation, degenerative disease or abnormal calcification. The patient was treated with heparin followed by coumadin. Approximately six weeks later the patient presented with anterior chest pain, that worsened with deep breaths and leg pain that had been present for two days prior. The patient was diagnosed with deep vein thrombosis (dvt) of the left superficial femoral vein. A decision was made at that time to implant a vena cava filter. The procedural notes of the implant have not been provided. A discharge summary from approximately one month later, it is unclear if this was the same admission, indicated that the patient was worked up by a hematologist that documented the patient had a hypercoagulable state, with references made to a homocysteine level, factor v leiden and hemoglobin electrophoresis. The patient is noted to have a therapeutic inr but requires large doses of coumadin. The results of an abdominal x-ray series done approximately twelve years and four months after the index procedure indicate that the filter is at the l2-l3 level. No tilt or strut fracture/deformity was seen. The report states that the x-ray does not allow for an evaluation of inferior vena cava thrombus nor filter component penetration. Fourteen years later, the patient underwent an updated computed tomography (CT) scan which revealed that the filter was significantly tilted and at least five struts were significantly perforating the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. The optease and the trapease vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters, however a positive product identification has not been provided. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to section (product code).